Manufacturer narrative:
A product evaluation was completed on the returned adult acumen iq finger cuff. The reported event of pressure issue was confirmed. Finger cuff passed eeprom verification with expired status and patient information. The sensor was reset for pressure test. Finger cuff failed pressure test on hemosphere monitor with error message "fault: finger cuff #1 or finger cuff connector error". Electrical testing showed that pd and ld elements were ok, but the cuff tester gave error message "shld<2m" which meant "shield resistance to some other pin <2mohm." The flex pcb was found torn along the edge of the solder. No other visible damage was observed from the unit. Finger cuff passed both pre and post-decontamination leak test. The reported event of pressure issue was not able to be confirmed from customer photo which showed screen of unknown pressure monitor. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. No root cause was identified. This process has several manufacturing mitigations which includes a 100% electrical test that captures this malfunction, along with visual inspections of the malfunctioned part involved. Therefore, it can be concluded that the condition could be related to a mishandling during use. A personnel acknowledgment related to the complaint was provided to the manufacturing personnel. This type of issue will continue to be monitored through the complaint system for track and trending and actions determined as applicable.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a rep tested an aiqca with lot 65737224 and had falsely high pressures displayed compared to rep's historical baseline. It was noted that the rep had larger than average fingers. There were no patient injuries.